Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74001, lot# n213635, implanted: (B)(6) 2010, product type: adapter. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-33, lot# j0511358v, implanted: (B)(6) 2005, product type: lead.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) failed about a year after it was implanted. The issue was not with the battery, but was an issue with the signal not getting through to the spine. They didn¿t know what the issue was and were unable to perform an MRI to diagnose the issue. The whole system was explanted due to the issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.